Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 05/11/2020. It was reported that the patient was provided glucose via intravenous therapy while in the hospital and was discharged the same day. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the cgm displayed 95 mg/dl prior to them losing consciousness for 2 ¿ 3 hours. The patient was found unresponsive by a friend who called emergency medical services (ems). Ems administered glucose via intravenous (IV) therapy and the patient bg post-glucose was 40 mg/dl. The woke and was transported to the hospital. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.